Event description:
Pt head repositioned, IV line noted to be out. Sutures at site remain intact. Skin around sutures without redness or irritation. No pulling had been noted prior to event; sutured visualized prior to event by physician, reportedly correct tightness ("not too tight") pt required stat medication and brief CPR before returning to prior condition.